Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the retention wasn't resolved and they were retaining, approximately, 120-180 cc of urine. They had gone through all four programs and there was still a continuation of retention. As they went through program 3, beginning (B)(6) 2017, they noticed their retention was reaching 188 cc and they would experience leaking. However, program 1 worked the worst for them. They were considering starting with program 4 and working through a program before changing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that the main reason for the implant was urine retention. Patient said that they had been retaining urine for the past 2 days, further stating that it was increased retention. And they were concerned because they did not know what to do. Patient was wondering whether they should increase stimulation or not. Patient was advised to increase to a comfortable sensation and see if that worked. Patient was walked through their remote and they did not have the stimulation on. Patient noted they were feeling stimulation after, and wondered if that was what had caused the whole issue. Patient was redirected to follow up with their health care provider (hcp). Patient said they had an appointment the coming monday. Patient inquired about general patient programmer use and information was reviewed. No further patient complications were reported/ anticipated as a result of that event.